Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned -reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 17-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer stated his numbers were still a little higher than he would like but felt it is diet., since his last a1c result was good he did consume things that he would not normally consume. Customer is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 153, 158, 160, 261, 160, 258 and 195 mg/dl. The customer¿s expected blood glucose test result range is under 120 mg/dl fasting am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/27/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 153 mg/dl, date: (B)(6) 2025, time: 8:17am fasting, result 2: 158mg/dl, date: (B)(6)2025, time: 6:43am fasting, result 3: 160 mg/dl, date: (B)(6)2025, time: 6:41am fasting, result 4: 261mg/dl, date: (B)(6)2025, time: 6:28am fasting, result 5: 160mg/dl , date: (B)(6)2025, time: 9:28am fasting, result 6: 258mg/dl, date: (B)(6) 2025, time: 7:30am fasting, result 7: 195mg/dl, date: (B)(6) 2025, time: 7:29am fasting.